Manufacturer narrative:
Concomitant medical products: dvbb1d1, ICD, implanted: (B)(6) 2016. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. On 07mar2017, alert for rv coil impedance out of range high. Rv coil impedance trend not captured.

Event description:
It was reported that alerts triggered for superior vena cava (svc) and high voltage b (hvb) high impedance. Intervention will be planned in the future. The right ventricular (rv) and left ventricular (lv) leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.